Event description:
Additional information received indicated that the insulation damage was visually confirmed.

Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient was remotely monitored via merlin.net. Upon review of the transmission, the right ventricular (rv) lead demonstrated noise oversensing, which resulted in pacing inhibition. The patient was subsequently evaluated in the clinic, where it was noted that the rv lead exhibited insulation damage. The lead was managed by securing the suture sleeve and applying adhesive over the visible insulation breach. The patient remained stable throughout.